Event description:
It was reported that balloon rupture occurred. A 95% stenosed target lesion was located in the moderately tortuous and moderately calcified straight line vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a form of a pinhole upon first inflation at 4 atmospheres for 2 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
(B)(6).